Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection test was performed on two pictures provided by the customer of product code 1041 (mask, medium conc, elong, adult) and while performing the visual inspection test it was observed that the tubing is tangled with the elastic strap. A device history record review was performed and no relevant findings were identified. Material from the production line was verified and no issues were found. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "patient desaturating at 90% post procedure in pacu. Unable to apply oxygen via face mask in timely manner. Pt further desaturated to 86% while attempting to untangle tubing and apply mask on pt. Ended up using manual ventilation to oxygenate patient then unravelled new mask slowly, which took up to 30 seconds to unravel." No patient injury or harm reported.